Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with and read the pump screen. The customer's blood glucose level was 140.4 mg/dl, which is within normal range. Tandem technical support arranged to replace the pump and instructed the customer on putting the device into storage mode and returning it within ten days with a pre-paid label. The customer was able to continue using the current pump in the meantime.